Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the device failed 1kv and 2kv l-n surge coupling tests.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the centrimag console not passing surge testing was confirmed via the console¿s functional analysis. The returned centrimag console (serial number (B)(6) was received at the european distribution center (edc), and the console did not pass its 1kv and 2kv surge coupling tests. The unit will be held by the edc until parts become available for rework. The root cause for the reported event was determined to be related to the ac/dc power supply. A corrective action was initiated for this issue, and this centrimag console was manufactured prior to the implementation of this corrective action. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.